Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device, on (B)(6) 2025. On approximately (B)(6) 2025, the patient was "unable to function" and lost consciousness. The cgm reading was 304 mg/dl. No fingerstick was taken, but as the symptoms did not match the cgm reading, the patient´s wife treated the patient with baqsimi nasal glucagon. The wife gave the patient maple syrup, along with other carbohydrates. The emergencies were called and when the paramedics took a fingerstick the cgm reading was 100 mg/dl, and the blood glucose reading was 17 mg/dl. Later fingersticks showed a blood glucose reading of 26 and 35 mg/dl. An ECG (electrocardiogram) reading was made, but no further treatment was provided by the paramedics. At the time of the report the patient was stable. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator when the patient had symptoms. The reported glucose values fall within the d zone of the parkes error grid when checked by the ems. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.